Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient experienced three infusion sets came off event on 25-feb-2026.the patient replaced the infusion sets and resumed insulin successfully. No further information available.